Event description:
Lens was observed torn after insertion. The surgeon enlarged the incision to 4-4 1/2 mm to remove the torn lens. The cornea was traumatized and pt experienced acute corneal decompensation. Pt's visual acuity decreased from 20/50 to counting fingers.